Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#64276f); fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#64276f); fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#64276f); fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#64276f) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule was not returned, but the delivery system was available for evaluation. The bravo delivery system was inspected under magnification. Adhesive was noted at the capsule attachment point and on the nose of the delivery device. It was reported that three capsules failed to attach to the patient's esophagus. The reported issue was confirmed. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The device was an unauthorized return. However the root cause of the failure was confirmed due to excessive adhesive.